Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A sample from the patient was submitted for further investigation and the low result could not be reproduced. Results from the different dilutions were comparable and within the specified dilution recovery range. Retention material was tested and results were within the specific range. A general reagent issue was not obvious based on the provided calibration and qc data. No instrument issues were noted on the provided alarm trace.

Event description:
The customer received a questionable immunoglobulin e result for one patient sample. The initial result was 2500 iu/ml with a data flag. The sample was automatically repeated with a 1:20 dilution and the result was 38.48 iu/ml. The customer split the sample into five aliquots and retested them. Aliquot 1: the initial result was 2500 iu/ml with a data flag. The sample was automatically repeated with a 1:20 dilution and the result was 2551 iu/ml. Aliquot 2: the initial result was 2500 iu/ml with a data flag. The sample was automatically repeated with a 1:20 dilution and the result was 2589 iu/ml. Aliquot 3: the initial result was 2500 iu/ml with a data flag. The sample was automatically repeated with a 1:20 dilution and the result was 2454 iu/ml. Aliquot 4: the initial result was 2500 iu/ml with a data flag. The sample was automatically repeated with a 1:20 dilution and the result was 2491 iu/ml. Aliquot 5: the initial result was 2500 iu/ml with a data flag. The sample was automatically repeated with a 1:20 dilution and the result was 2527 iu/ml. Information concerning if the erroneous result was reported outside the laboratory was requested, but was not provided. There was no allegation of an adverse event. The immunoglobulin e reagent lot number was 17562400. The expiration date was requested, but was not provided. The field service representative checked the system and ran performance testing. Calibration and qc results were acceptable.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
Additional information was received confirming the erroneous result was not reported outside the laboratory.